Manufacturer narrative:
Device received with broken battery tube thread noted. The test reservoir was able to lock in place. Device received with no button response due to flattened dome switch on esc button. The connector was inspected and found was unlocked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc button did not work. The customer's blood glucose level was unknown at the time of the incident. The customer reported crack on the battery compartment and it was falling apart. The customer was just changing the battery when it cracked. The insulin pump's reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.